Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27620. It was reported that the patient presented for a device exchange procedure. During the procedure, it was noted that the right ventricular and left ventricular leads exhibited insulation breaches. The leads were repaired with medical adhesive and a suture sleeve and kept in place. The patient was stable.